Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. And it was found the followings; - external condition of the subject device was poor with kinks in multiple places. It has passed the pre-repair leak check with no leaks being detected. -internal of the subject device was in good condition. - when the subject device was plugged into the video processor, the image started to flash on and off with a blue tinge on the display. It was unable to perform a white balance in the current condition. It was traced the reported phenomenon back to a faulty ccd assembly. It was confirmed the image returns to a normal color and the image was stable when a test ccd owned by (B)(4) was attached to the user cable assembly. The image remained stable when the subject device was flexed in various places along the length of the cable. So it was recommended ccd replacement. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of oekg and it said there was a faulty ccd assembly, omsc determined there was the possibility this phenomenon was attributed to the ccd unit failure due to an impact such as dropping the unit by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was flashing just after turning on the system at the starting the diagnostic hysteroscopy and ablation. The user changed the system including the subject device to another similar system and completed the procedure. The subject device has not inspected before use. There was a delay in the procedure of approximate 5 minutes to change the system causing a clinical impact. The patient did not suffer any additional trauma. There was no medical intervention required. The patient did not have a prolonged stay due to the issue. The patient did not have any pre-existing conditions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the charge coupled device (ccd) unit failed due to an impact such as a drop, and the screen flashes. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Olympus will continue to monitor the field performance of this device.